Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The "glue detached" condition was confirmed on the returned unit. The most probable root causes for the reported condition can be associated, but are not limited to: - non-conforming component. - poor assembly process. - misuse. - use error: g3 (probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub), g4 (excessive force used when inserting of removing probe, probe inserted into obstructed passageway, or any forceful impact to the tip of the probe with rigid objects). According to the device history record review, the lot was manufactured according to specifications. A possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and previous complaint history. No other similar glue detached cases have been reported for this lot number. It is possible that the unit was used as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, or that excessive force was used when inserting or removing the probe into an obstructed passageway, as this may result in glue detachment and residue formation. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the glue on the tip melted or broke. The residue that came off the tip was retrieved.

Event description:
It was reported that the glue on the tip melted or broke. The residue that came off the tip was retrieved.